Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose reached over 500mg/dl while wearing the pod. The patient went to change her pod and realized she did not have any pods left. The patient was out of pods and had no back up method. The patient stated she needed to go to the hospital as she has thrown up at least 5 times during the day. The patient's blood glucose levels reached 745 mg/dl. The patient was treated with a shot of lantus right away and an insulin drip as well as IV fluids of saline other medications given while in the hospital included: immune system-sandimmune generic version of cyclosporine. Depression- zoloft, prednisone, cellcept immune depression medication and acid reflux-zantac but generic version.